Event description:
It was reported that the spinal cord stimulation (scs) system was explanted due to frequently charging, the patient also wanted a system upgrade. The patient is expected to fully recover, no additional adverse patient effects were reported. The explanted device will not be returned as it was disposed per facility policy.